Manufacturer narrative:
The customer further reported they no longer will be sending the video processor for repair as they were able to get the unit working again. A review of the video processor's repair history shows no previous repair records. The video processor was purchased on january 29, 2017. Since no device was returned it is unknown what cause the device to malfunction. However, the investigation is ongoing; if additional information becomes available at a later date, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed that the video processor displayed a rainbow image. The customer reportedly was using s-video output from the video processor and the customer did not want to swap out the s-video cable. No patient injury or harm was reported. The customer will be sending the video processor for repair.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09382. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the information that there was a cancellation of repair and the device was operating normally, the OEM determined the potential cause was attributed to a temporary contact failure due to the user's connection without adequate drying of the video connectors. When the electrical contact point of the connector is unstable, communication between the scope and the video controller may fail, resulting in a scope-unconnected state (color bar display). As stated on the IFU and as a preventive measure, the user manual states: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Olympus will continue to monitor complaints for this device.